Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015). The patient¿s meter has been returned on 12/30/2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch vita meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care representative (ccr) documentation and the ccr following up with the patient¿s pharmacist. The patient reported on (B)(4) 2014 at 1pm they obtained an inaccurate high result of ¿180mg/dl¿ with the subject meter. The patient manages his diabetes with pills, diet and/or exercise., the patient confirm he took food and/or drink (sweat biscuits) an hour before breakfast, prior to symptoms developing, the patient also confirmed that he had stopped taking his insulin since his stay in hospital (date/reason unknown). The patient claims he developed symptoms of ¿sweats, shakes, dizziness¿ on (B)(4) 2014 in the morning, the patient confirmed he felt un well from when he woke up that morning. The patient confirmed all his blood glucose reads prior to the onset of symptoms were above 150 mg/dl. The patient alleged self-treatment with food and/or drink (sweat biscuits) to elevate his symptoms. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.